Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr of (B)(4) showed no other similar product complaint(s) from this lot number.

Event description:
Immediately after dressing placement, patient complained of neck pain, shortness of breath, mid abdominal pain, panic. Patient had flushing, "bright red." Oxygen was applied and the patient was monitored. Reaction resolved after a few minutes. After the reaction resolved, placement was checked via x-ray and it was found that the tip was 2 cm too deep. Tip was pulled back 2 cm and the PICC remains in the patient.